Event description:
Call transferred from psr, pt reports that her ms3 pump sn (B)(4) is "not working", she further reports that her pump's screen shows "sensor". She explained that the pump won't load. Won't beep, etc. She tried to change out the batteries and restart but nothing would happen. Pharmacy will ship new pump for next day delivery. No other info available. The reported product fault occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced device. Dose or amount: 32nkm, frequency: continuous, route sq. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension.